Event description:
Through review of medical records, it was found that the patient underwent tricuspid valve replacement with a 27mm valve due to severe tricuspid regurgitation. Echo findings revealed a normal opening mitral prosthesis with trivial regurgitation. The mitral valve was not explanted.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. There are many factors that could result in the need to disable a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. It is unknown if this device is available for return and evaluation despite repeated attempts to the health care provider for device return, reason for explant, and copy of medical records. Without the device or additional information, we are unable to determine root cause for explant of this device. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic mitral valve, implanted two years and two months, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 27mm mitral pericardial valve. No additional details have been made available.